Event description:
It is reported that when the surgeon removed the extramedulary tibial alignment guide from the patient's tibia, the spike remained in the patient and had to be removed.

Manufacturer narrative:
This report will be amended when our investigation is complete.